Event description:
It was reported that the relion® insulin syringe plunger rod wouldn't move during the injection and pressing down on it caused it to break. Lot#'s 9231073 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported -plunger will not move during injecting consumer reported when difficult to press down plunger the plunger rod sometimes breaks."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9231073. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200843441, 200842833, 200833554] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9231073, medical device expiration date: na, device manufacture date: 2019-10-17, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe plunger rod wouldn't move during the injection and pressing down on it caused it to break. Lot#'s 9231073 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported -plunger will not move during injecting. Consumer reported when difficult to press down plunger the plunger rod sometimes breaks."